Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other similar incidents from this lot. All available information was investigated, and the reported entrapment of device (clip caught on chordae) appears to be influenced by user technique/procedural circumstances. Additionally, the reported foreign body in patient appears to be due to the failure in untangling the clip from the chordae and the subsequent clip deployment in the chordae (procedural circumstances). The reported patient effect of failure to retrieve mitraclip system components (foreign body in patient) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report clip caught on chordae, medical intervention and foreign body. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted normal valve and enlarged atrium. The first clip was successfully implanted. The second clip delivery system (cds) was advanced to the ventricle; however, the clip became stuck in the chordae. Troubleshooting was performed but failed. Therefore, the clip was deployed in the chordae. A third clip was deployed to further reduce mr. Three clips were implanted, reducing mr to 2. There was no reported clinically significant delay in the procedure. No additional information was provided.